Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter read inaccurately high in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter began reading inaccurately high in "(B)(6) 2015" and that she obtained results of "398, 476 and 520mg/dl" on the subject meter. The patient does not take any medication to manage her diabetes and continued to follow her usual diabetes management routine in response to the alleged issue. The patient stated that "one month" after the alleged meter issue occurred she developed a symptom of "unconscious" and stated that the emergency medical services (ems) were contacted who measured her blood glucose using an ems meter, which gave a result of "80mg/dl" and she was subsequently treated with a glucagon injection. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious injury and received medical intervention from a healthcare professional after the alleged meter issue occurred.